Event description:
It was reported that the insulin pump alarmed button error during a dance class. Customer's blood glucose reading at the time of the call was 472 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.